Manufacturer narrative:
The insulin pump has intermittent button response due to moisture damage on keypad traces. No unexpected batt out limit alarm noted. All operating currents are within specification. The insulin pump functioned properly and passed self test. The insulin pump was received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and a stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alarm. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.